Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field engineer (fe) arrived at the customer site. The problem was recreated by performing the splld check over the primary rack. The tip position # 5 and # 6 were drawn into the tip clamp. The fe removed and cleaned all tip clamp sleeves and replaced all tip clamps to correct the problem. The fe performed the summit splld and oas software checks successfully. Repairs have returned this instrument to expected operation.